Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device did not come out of standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The biomedical engineer (bme) called technical support to report that the device did not come out of standby mode. The bme just installed a replacement flow sensor assembly from parts source because the device previously failed the air flow accuracy test. The bme tried to disconnect the proximal tubing, but the device would not come out of standby mode. The remote service engineer (rse) advised the bme to try a full patient circuit and test lung next. The bme ultimately had an incorrect test setup and was able to get the device out of standby while using a patient circuit and test lung. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.